Manufacturer narrative:
No products were returned. Product information required to review the device history records and search the complaint database was not provided. The investigation could not draw any conclusions about the reported infection; however, infection after approximately 3-years implantation is unlikely to be product related. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
The patient was revised because of infection; during removal, the femoral component and sleeve disassociated and extended surgery by 2 hours.